Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4). Upon investigation of the returned guidewire, it was found that the core wire was broken apart at approx. 17mm from tip end, while the guidewire was in one unit up to the distal end of the coil. Microscopic observation revealed the core wire was locally twisted and broken off. Lot history review revealed no anomaly relating with the reported event. No other similar incident report was received for this lot products. Based on the obtained information, it is presumed that the tip of guidewire might be trapped by the deployed stent or targeted lesion, resulting removal difficulty of the guidewire. Rotational manipulation might be given to the guidewire, causing local twisting deformation to the guidewire and accumulation of the force to the twisted area, breakage of core wire. IFU warning section of the IFU describes: observe movement of the guidewire in the vessel. Before the guidewire is moved or torqued the tip movement should be examined and monitored under fluoroscopy. If resistance is felt due to spasm, bending of the guidewire, or due to trap while operating this guide wire in the blood vessel or removing it, do not torque and/or pull the guidewire itself. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guidewire is moved excessively it may break or become damaged. When torquing this guidewire inside the blood vessel, do not torque continuously in the same direction. This may cause the guidewire to be damaged or break apart, causing injury to the blood vessel or leaving fragments inside the vessel. When torquing the guidewire, rotate it clockwise and counterclockwise alternatively. Do not exceed two rotations (720 degree) in the same direction.

Event description:
Reportedly, during the procedure to a lesion at rca, after stent deployment, it was felt that the guidewire could not be withdrawn, and the wire unravelled when removal was attempted. Microcatheter and retrieval devices were used. There was no patient impact, patient has been discharged as scheduled.